Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol ventralight st (x2) on or about (B)(6) 2012 and (B)(6) 2012. As reported, the patient is making a claim for an adverse patient outcome against both devices. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2012 ¿ patient was diagnosed with incarcerated umbilical hernia thereby underwent laparoscopic repair with the implant of ventralight st mesh (device #1). Per op notes, ¿a ventralight st mesh (device #1) was placed into abdominal cavity and tacked circumferentially.¿ (B)(6) 2012 ¿ patient was diagnosed with recurrent ventral hernia thereby underwent laparoscopic repair with the removal of ventralight st mesh (device #1) and implant of ventralight st (device #2). Per op notes, ¿a small amount of omentum had apparently slipped up underneath the mesh where it was not incorporated into the abdominal wall. The remainder of the mesh was very well incorporated. The adhesions were taken down. The old mesh (device #1) was excised. A very small recurrence was noted. A oval ventralight st (device #2) was placed intra-abdominally and sutured.¿

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. This supplemental emdr represents the bard/davol ventralight st mesh (device #2). An additional supplemental emdr was submitted to represent the bard/davol ventralight st mesh (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol ventralight st mesh (device #2). An additional emdr was submitted to represent the bard/davol ventralight st mesh (device #1). Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol ventralight st (x2) on or about (B)(6) 2012 and (B)(6) 2012. As reported, the patient is making a claim for an adverse patient outcome against both devices. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.